Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a suspected pump thrombus. The patient had not been on anticoagulation since (B)(6) 2023. There were no parameter changes until (B)(6) 2025. A drop in flows was noted on the graph on the tablet. The patient's lactate dehydrogenase (ldh) was 869 and the plasma hemoglobin was less than 10. The patient had elevated liver enzymes, and their platelets were in the 80's. A computed tomography (CT) morphology scan was done which showed no outflow obstruction. An echocardiogram (echo) was done which showed an ejection fraction (ef) of 1-20%. The patient's left ventricular end-diastolic diameter (lvedd) was 4.9cm and was previously 3.7cm. No CT images were available. The symptoms of thrombus observed were shortness of breath, acute kidney injury (aki), and flow decrement on ventricular assist device (vad). The treatments performed on the patient were a heparin drip and then being discharged on eliquis (apixaban). The log files captured a downward trending of the estimated flow over the course of the log file. The baseline of about 4 lpm was noted routinely in the upper 2 range. It was also noted that the pump power on a slight downward trend as well. Hemolysis labs were repeated and trending down. The ebb no installed event was confirmed to be due to an expiring ebb and resolved once replaced. Pulsatility index (pi) values were still variable, but the downward trends were suspicious. Log files from (B)(6) 2025 were sent with concern for inlet thrombus. Lab values were improving and flows normalized. Both the system controller and pump log files showed an improvement in flow on (B)(6) 2025 at approximately 15:00 hours. It was noted that there was one emergency backup battery (ebb) not installed event on (B)(6) 2025 at 15:03. The reminder of the log files was unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombus could not be confirmed through this evaluation as no images were submitted for review, and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 09sep2025 through 30sep2025. A gradual decrease in estimated flow and power was captured throughout the duration of the files until 26sep2025 when the flow and power increased. No other notable events or alarms were captured, and the pump appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including renal dysfunction, hepatic dysfunction, hemolysis, and pump thrombosis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.